Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed, and the cause appeared to be manufacturing related. Sealed representative units from lots 4232063 and 4235516 were provided for investigation. A leak was confirmed from each lot due to damage at the septum and cannister that was likely caused due to misalignment during assembly. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: they are leaking at the back of the butterfly. Injuries or adverse event: no.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.